Manufacturer narrative:
An investigation was conducted: it was reported that during an eviva procedure on (B)(6) 2025, the physician reported that during the stereo biopsy, the needle was placed into the breast and part of the trough was still outside of the breast, patient had to be removed from the room after the incision and brought back after troubleshooting. A new incision was required. Biopsy at this point was completed successfully. The device was not returned for this complaint. Investigation for this issue was conducted through customer provided information, historical data review, similar complaints analysis, and product design evaluation. Without the returned sample, it is not possible to confirm a definitive root cause of the issue. Conclusion: the reported issue has not been confirmed, and the most probable root cause has not been identified. A comprehensive review was conducted, including device history records, complaint data, and risk assessments. CAPA/hra/ncr/scar are not deemed required at this moment by this event. Future events will be monitored and trended. Device history record (DHR) review: the DHR was reviewed for the corresponding lot, and no manufacturing issues or relevant risk factors related to the analyzed failure mode were identified.

Manufacturer narrative:
An investigation was conducted: "despite successful setup and testing, when the needle was placed into the breast, part of the trough was still outside of the breast." Visual inspection was conducted, and there were signs of physical damage, the tubing of the device was cut. Also, the cannula body and cannula tip were inspected, and no issues were found. Functional testing was not conducted due to the damage, the sample received is unable to test, and no further actions or additional tests could be performed. Hence, the complaint cannot be confirmed due to the damage. This observation will be monitored and trended. A device history record (DHR) review was conducted for the reported lot/serial number. The device was released meeting all qa specifications. We are currently unable to establish a relationship between the device and the issue reported.

Event description:
It was reported that during an eviva procedure on (B)(6), the physician reported that during the stereo biopsy, the needle was placed into the breast and part of the trough was still outside of the breast, patient had to be removed from the room after the incision and brought back after troubleshooting. A new incision was required. Biopsy at this point was completed successfully. No other information available.

Manufacturer narrative:
A device history record (DHR) review was conducted for the reported lot/serial number. The device was released meeting all qa specifications. The device involved in this event was not returned for evaluation purposes therefore visual and functional analysis of the product could not be performed. We are unable to confirm a relationship between the device and the issue reported. The information obtained during complaint investigation will be included in our global complaint trending and product surveillance will continue to monitor complaints of this type for adverse trends. If the product is received or additional information is obtained, the investigation will be reopened accordingly per standard operating procedure.